Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the batteries in the insulin pump were not lasting. The insulin pump had alarmed a power error detected. The customer¿s blood glucose level was 10.2 mmol/l. Troubleshooting was performed. There was no clear indication that the alarm was cleared. The device will not be returned for analysis.